Event description:
It was reported by lifecell territory manager that the patient of dr. (B)(6) developed hernia recurrence, about 6 months post-op. Dr. (B)(6) stated that the strattice used in original hernia repair procedure (lot no is unk) had torn along the middle of the graft where the hernia recurred. Dr. (B)(6) also commented, as follows: there are no signs of infection. Strattice appeared to have uneven signs of integration. On (B)(6) 2009, territory manager met with dr. (B)(6) to obtain additional information needed for investigation. Dr. (B)(6) indicated that he would send biopsy and information to lifecell. Lifecell attempted to f/u with dr. (B)(6) . Dr. (B)(6) was on vacation and as of to date, we did not obtain biopsy and lot number.

Manufacturer narrative:
Evaluation was not performed because lifecell could not obtain lot number. We continue to f/u with dr. (B)(6). Lifecell will submit f/u report if additional information becomes available.